Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer and health care provider (hcp) reported that the patient experienced a loss or change of therapy. The patient hadn¿t checked the therapy in a long time. The therapy used to help the patient, but for the past year or more therapy didn¿t help them and they had frequent urination. The patient used the patient programmer and had to replace the batteries and was able to sync with the implant. The implantable neurostimulator (ins) was turned on. The patient wanted to have it removed since it was not helping them. The patient would have a follow-up appointment with their hcp on (B)(6) 2016 to evaluate the patient. The consumer later reported that the patient¿s return of urinary frequency had not been totally resolved. The patient was doing kegel exercises and using catheters as they did not completely void. When the patient first got the stimulator it helped them and now they had to go more frequently again. The patient was thinking of having the stimulator removed when its battery was used up. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.